Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained. The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer optimized adjustments to multiple analyzer subsystems. However, it could not be confirmed that the equipment adjustments made by the service engineer were related to the event, as pre-service and post-service system performance were acceptable. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor. There is no evidence that the vitros eciq analyzer or the vitros trop I es reagent had malfunctioned.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result for a single patient sample (sample result = 0.297 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was reported to the clinician (repeat sample result < 0.012 ng/ml), and a corrected report was issued. There was no report of harm to the patients as a result of this event. (B)(4).